Manufacturer narrative:
Concomitant product: catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
It was reported that they were reportedly able to aspirate the reservoir, but unable to fill it. The locked reservoir valve procedure was reviewed and healthcare provider was to try again again with a different syringe. Drug delivered via the device was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.